Event description:
It was reported that during a rotator cuff repair procedure, the vapr clplse90 electrode w hand cntrls device opened the packing (not used on patient), the device after connect with generator, does not function at all, the screen did not show any alert code. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: e1: the reporters complete facility address was not provided. Manufacturing investigation results: the device was received in original packaging. Tip components condition is lightly used, saline residue on active tip face and ceramic, a couple of scratch marks on ceramic. Handle assembly is in good condition. Cable and plug assembly are in good condition. Electrical checks: the device passed all the parameters. Functional checks: the device failed the hand switch activation for coagulation function. As the device failed hand switch activation, the handle was opened to inspect the internal components. Internal inspection showed evidence of saline ingress inside the button assembly, return tube and return clip. Further investigation was conducted by our senior process development engineer. During his investigation, it was observed that there were signs of saline that had reached under the switch membrane, which potentially shorted out the switches however the root cause of the ingress was not able to be determined. A CAPA has been raised to investigate the issue. The overall complaint was confirmed as the observed condition of the vapr clplse90 electrode w hand cntrls would have contributed to the complained device issue.¿ device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformances were identified.